Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and found to have a grip ring dislodged. This failure likely caused the grips to not open. The grip open lever was not functional. The grip ring moves freely up and down grip the grip drive adapter. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted paraesophageal hiatal hernia surgical procedure, the vessel sealer extend (vse) instrument jaws stopped working. The user completed the procedure, and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with nothing noted out of the ordinary. They were not cutting or sealing when the issue occurred. The jaws were not holding any tissue. The instrument simply stopped working. No delayed sealing, no insufficient sealing, no cauterizing issues and no other issues noted. The instrument worked fine until the failure for approximately 30 minutes. No errors occurred when the issue happened. No issues with the sealing sequence when the pedal was pressed. The seal cycle was completed with the fast audible tones as expected. Tissue effect was observed. No tissue was cut that was not fully seated. The target tissue was the omentum. The target tissue was not under tension and the vessel was not greater than 7mm in diameter. The tissue was not exposed to any radiation or chemotherapy prior to the procedure. The jaws did not come into contact with a clip, suture, staple, or other metal objects when the reported issue was noted. The jaws were not immersed in a liquid or contaminated by carbonized tissue (bio debris) prior to or during the sealing cycle. No unexpected bleeding or blood loss.